Manufacturer narrative:
Refer to results of investigation below. An evaluation was performed by reviewing the complaint text, instrument service history, and other customer complaints for similar issues. The customer's issue was resolved by replacing the stat pipettor probe and performing the sample pipettor calibration. Troubleshooting and diagnostics, observed problems, erratic assay results in the architect system operations manual lists multiple probable causes for erratic results, including probe tip bent or damaged and the probe not positioned correctly. Corrective actions include replacing the probe and performing pipettor calibration. A review of the service history for architect serial # (B)(4) did not identify issues related to this complaint. A review of customer complaints and quality metrics did not identify an adverse trend related to the customer's issue. Based on the available information, the likely cause of the issue was a damaged stat probe or poor probe alignment and was resolved by replacing the probe and calibrating the pipettor. No product deficiency was identified.

Event description:
The account stated that the architect analyzer generated an initial troponin result of 0.033 ng/ml (B)(6). The sample was repeated with a result of 0.010 ng/ml (negative). The account was using a cutoff of 0.03 ng/ml as (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.